Event description:
It was reported that the sonopet universal handpiece was heating up during the course of a procedure at the user facility. Additionally, it was reported that the irrigation was working correctly. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Manufacturer narrative:
No device evaluation will be performed; therefore, no root cause can be identified. Device not received for evaluation.

Event description:
It was reported that the sonopet universal handpiece was heating up during the course of a procedure at the user facility. Additionally, it was reported that the irrigation was working correctly. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.